Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 02nd 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was investigated, and the issue was confirmed during review of the dms logs. Investigation showed that sensor failed in-vivo due to lack of glucose response from hydrogel but the exact reason for lack of glucose response could not be determined due to damage to the hydrogel (during explant or shipping). The in-vitro qc test was also inconclusive due to damage to hydrogel. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. D8 was this device serviced by a third party? No. D9 device available for evaluation? Yes, device received on 06 may 2020. H3. Device evaluated by manufacturer? Yes. H6. Health effect - clinical code updated to 4582. H6. Health effect -impact code updated to 2199. H6. Medical device problem code updated to 1559. H6. Component code updated to 510. H6. Type of investigation updated to 10 and 4111. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4315.